Event description:
Baby had a plastibell 1.3 circumcision performed on (B) (6) 2010 by dr (B) (6) ob/gyn. Mother called on (B) (6) 2010 stating that the ring had slipped down below the glans. Baby seen at the hosp ob dept where dr (B) (6) removed the ring with vaseline and traction. (Dr (B) (6) had used these products for years without any issues - we contacted MFR to ask if they had made any product changes - they said no).